Manufacturer narrative:
The leaking could not be duplicated during the evaluation. The leak maybe the result of an inadequate dry cycle time in the autoclave. This complaint filed ((B) (4)) had four reports of product failures. Four separate medwatch reports have been filed as a result.

Event description:
It was reported that the attachment was found to be leaking a reddish substance. This occurred in the sterile processing dept. There was no pt involvement or report of any adverse consequences with this malfunction.